Manufacturer narrative:
In the course of the investigation, it became apparent that during the case in question a ventilator failure occurred and thus the case was assessed reportable retrospectively. For the investigation the logfile was analysed. It was found that on the date of event the airway pressure (paw) has gone very negative during ventilation. In this case the piston pressure controller stops the ventilator temporarily as a precaution and the device alarms for "ventilator fail". Manual ventilation remains possible. The device was inspected by a dräger service technician. An ipm-l was performed and confirmed that the device functioned according to manufacturer's specification. Afterwards, the device was continued to be used without further problems reported. The found log entry can be caused by various reasons. As during on-site inspection no component was repaired or replaced and the device subsequently showed no abnormalities during operation a technical root cause can be excluded. Therefore, the only possible cause is the use of an external bronchial suction system or patient activity. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the patient could not be ventilated during operation. Incorrect mv and vt displayed and no curve dispay. Device replaced during anesthesia. No patient injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.